Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the highly calcified left anterior descending (lad) artery. A 1.50 mm rotalink plus was selected for use. During the procedure, ablation was performed at 170,000 rpm. The burr became stuck in the lesion. The burr was retrieved by pulling on the device. A fluid leak was observed on the proximal shaft 10 cm from the advancer tip. The leak may have caused the rotation speed to decrease. The same advancer component was used with a new burr component to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotalink burr catheter. The coil, sheath, handshake connection, burr, and annulus were microscopically examined. There were numerous sheath kinks. The sheath was completely torn 21.2cm from the strain relief. The coil was stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the highly calcified left anterior descending (lad) artery. A 1.50 mm rotalink plus was selected for use. During the procedure, ablation was performed at 170,000 rpm. The burr became stuck in the lesion. The burr was retrieved by pulling on the device. A fluid leak was observed on the proximal shaft 10 cm from the advancer tip. The leak may have caused the rotation speed to decrease. The same advancer component was used with a new burr component to successfully complete the procedure. There were no patient complications.